Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
Approximately 4 days after the ivtm therapy started, when the patient's temperature was 37.4 °c, the thermogard console (sn (B)(4) generated an "air trap" alarm and the 1000ml saline bag was noted almost half empty. The customer observed the saline fluid on the floor under the console. The customer was instructed to dry out the air trap chamber, however, the "air trap" alarm could not be cleared. The user replaced the start-up kit (suk) (lot # unknown) with another suk and the treatment continued utilizing the second thermogard console. No consequences or impact to patient.